Manufacturer narrative:
Initial: pending more informations to perform a batch review and awaiting the product return for device analysis.

Event description:
A pso-vt was indicated to monitor icp in a case of traumatic brain injury. During follow-up, an error e001 has occured on the monitor pso-3000. There is no clinical signs or symptoms.

Manufacturer narrative:
Initial: pending more informations to perform a batch review and awaiting the product return for device analysis. Final: user error.

Event description:
A pso-vt was indicated to monitor icp in a case of traumatic brain injury. During follow-up, an error e001 has occured on the monitor pso-3000. There is no clinical signs or symptoms.